Event description:
It was reported that in ess procedure, the tip of the blade did not rotate in 2 of the same lot during use, the tip was damaged which was non-specific broken, procedure was extended for a few minutes which was needed for replacement of the device. A spare product was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
H3: device analysis concluded that the device and a clear portion of the pouch (with the label on it) were returned in a large (triple) plastic bag. The middle tube tip was broken off/detached from the blade. The inner shaft spiral wrap was also broken and expanded passing the distal end of the outer tube by 0.27 inches. There were traces of contamination observed at the distal end of the outer tube and on the broken spiral wrap. Due to defective condition of the device upon return, the functional testing was not performed. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.